Event description:
Large gall bladder was being pulled through port site; surgeon used finger to widen site and put pressure on the bag that then burst with gall bladder half way out port site. Was able to secure gall bladder and nothing was left in patient.